Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was impacted and insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check and the tubing was found to be the cause of the occlusion alarm. Reportedly, the customer was using an apidra insulin.